Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered safety mode. A data analysis request was made to determine adequate time for device replacement due to a concern about the patient health condition and suitability for surgery. Data analysis indicated that this device could continue to operate for several months under current safety mode parameters. No adverse patient effects were reported. This pacemaker remains in service.